Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was determined but they did not provide any further information. Patient reported the steps taken to resolve the issue included replacing the device.

Manufacturer narrative:
Literature citation: (B)(4). Sacral neuromodulation and twiddler's syndrome. Urology. 2018;116:e1-e2. Doi: 10.1016/j.urology.(B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information regarding the event was received through review of a published literature article. Literature abstract: twiddler¿s syndrome is the deliberate, inadvertent, or subconscious manipulation of an implantable generator within its subcutaneous pocket that can lead to malposition and fracture of the associated lead. The syndrome is well recognized in patients with pacemakers, implantable cardioverter defibrillators, deep brain stimulators, and more recently in intrathecal drug delivery devices. In the article, the author presented an instance of twiddler¿s syndrome after sacral neuromodulation. Reported event: it was reported the patient underwent a successful trial evaluation and underwent a complete implant with a gluteal implantable neurostimulator (ins). Eight months post implant, the patient complained of a loss of efficacy. Impedance testing was performed and found that all electrode pairs were ¿>4000¿ ohms. The patient denied a history of trauma to her back. Upon returning to the operating room, a lateral fluoroscopy image of the neuroelectrode revealed that it was out of the sacrum entirely and the anterior posterior fluoroscopy image confirmed not only the malposition but also that the electrode had been twisted upon itself. Upon opening the pocket, the ins was somewhat superficial, and the neuroelectrode was again found to be badly twisted and damaged. The patient then reported she ¿had to continually check [the ins] with her hand.¿ it was stated that the patient had a ¿badly twisted neuroelectrode as a result of twiddler¿s syndrome.¿ the patient¿s lead was replaced as a result of theissue and a subcapsular relocation of the ins was performed due to the superficial location of the ins. It was stated that the ins¿s subcapsular relocation was done to place the device deeper so that the patient would be less able to twist or damage the device by hand. The patient had reportedly ¿done well in follow-up of 18 months.¿ there were no further complications reported or anticipated. See attached literature article.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va18mwd, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Patient was not feeling stimulation and therapy was on. Patient's family reported that there was return of symptoms. Patient was at 8.5v and "they still was not making it to the bathroom in the morning" and said this had been happening since "a week ago", and clarified it started in april. Caller says that stim was on at program 1, and says they were not feeling stim. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information received as healthcare professional mentioned the during the visit to the doctor on (B)(6) 2017, they had impedances of more than 4000. Patient had surgery on (B)(6) 2017 to remove old electrode and place new one and it resolved the symptoms of return of symptoms, not able to make it to bathroom and no stimulation. Patient's weight was reported. There were no complications or that no further complications were reported.